Event description:
The night following an atrial fibrillation procedure on january 3rd, the patient experienced a cva resulting in lost speech and was transferred to a different hospital, chi timone. The act values were analyzed post procedure and were not satisfactory. The transseptal puncture was difficult because the patient weighed 130 kg. Two transeptal punctures were performed with non-abbott (medtronic) needles and swartz introducers. With the first puncture attempt it was not possible to navigate in the left atrium due to the distance between the needle and puncture site being too short. The second transseptal puncture was successful and the procedure was completed. The patient has since fully recovered, and the physician does not allege the cva was caused by abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported positioning difficulty could not be conclusively determined.

Event description:
Following an atrial fibrillation procedure on (B)(6) 2024, the patient experienced a cva and was transferred to a different hospital, (B)(6). The act values were analyzed post procedure and were not satisfactory. During the procedure, the transseptal puncture was difficult because the patient weighed 130 kg. Two transeptal punctures were performed with non-abbott (medtronic) needles and swartz introducers. With the first puncture attempt it was not possible to navigate in the left atrium due to the distance between the needle and puncture site being too short. The second transseptal puncture was successful and the procedure was completed.